Event description:
During infusion of magnesium sulfate, rn noted that the ivpb infusion had completed the infusion in thirty minutes rather than one hour. The IV fluid was noted to be free-flowing. Rn tried to stop the IV infusion, but the infusion could not be stopped due to IV pump malfunction. Biomed technician noted that there was a small crack in the upper part of the module door that prevented proper closure of the door.

Manufacturer narrative:
The following elements have blank data: unique device identifier (UDI): for type of device: pump, infusion.

Event description:
During infusion of magnesium sulfate, rn noted that the ivpb infusion had completed the infusion in thirty minutes rather than one hour. The IV fluid was noted to be free-flowing. Rn tried to stop the IV infusion, but the infusion could not be stopped due to IV pump malfunction. Biomed technician noted that there was a small crack in the upper part of the module door that prevented proper closure of the door.